Event description:
It was reported that the patient was asymptomatic. It was noted that a false positive pause episode of undersensing was observed on the implantable cardiac monitor. There was question as to why the false pause episode was not rejected by the new pulse algorithms. No programming changes were made since there was only one false positive episode. The patient was stable.